Event description:
It was reported that two new trusat pulse oximeters failed the incoming safety check. This is the second of two reports. A ge field service engineer determined the enclosure leakage current to be high (8064 microa). The established limit is 100 microa. When the power supply connector is not properly installed, the enclosure leakage current can be above limits. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.